Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood was present in neck region. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the conductor had a break near to terminal end. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
The lead exhibited helix extension issues noted during an implant. The lead was returned for analysis and it was determined that the lead was fractured. No adverse patient effects were reported.